Event description:
The customer reported to olympus, the hd 3cmos autoclavable camera head did not produce an image, only a black screen. There was no patient involvement. Related complaints: (B)(6) (ch-s200-xz-ea, (B)(4) and (B)(6) (ch-s200-xz-ea, (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During evaluation it was determined the loss of image was due to a buckled cable with multiple kinks requiring a new cable assembly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A faulty cable that led to communication failure may have resulted in no image. The cause of the fault could not be identified. This information is addressed in the instructions for use (IFU) that can prevent the reported issue: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor the field performance of this device.